Event description:
It was reported that a hospital employee completed an injury report, which alleged they had injured their lower right leg while disengaging the brake pedal.

Manufacturer narrative:
The hospital identified 5 stretchers that could have possibly been involved in this report. The service rep was able to inspect each of the 5 and found all stretchers to be in proper working order.